Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced undesirable stimulation, described as shocking, at the ipg site. An impedance check revealed normal impedance on all contacts (pre-op). The patient underwent surgical intervention to remove and replace ipg (with another model) and also relocate the ipg pocket site from the left to the right side. Issue has resolved and therapy has been restored post- operatively.